Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer¿s current blood glucose level was unknown at the time of the call. The customer did not troubleshoot the issue. The customer was advised insulin pump will need to be replaced.